Event description:
It was reported that the user experienced recurrent hypoglycemia with the ilet system, including urgent low and urgent low soon alerts, with lowest reported glucose of 44 mg/dl and concurrent meter/cgm values around the low range; the user treated with oral glucose (juice) multiple times and received troubleshooting and education, including a low glucose guide. Symptoms included malaise and feeling unwell. Outcomes included resolution to in-range glucose during the call and no hospitalization. Investigation included complaint intake review, user interview, and troubleshooting with education on best practices for treating lows. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.